Event description:
Device was received at service_repair on (B)(6) 2024. Upon first investigation, it was found out that the device has an opened housing and a leaking battery.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Device was received at service_repair on 13-mar-2024. Upon first investigation, it was found out that the device has an opened housing and a leaking battery. No harm was reported.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 2 audio processor, a leaking battery was detected. The electrolyte oxidized a few parts. The damage to the coil and the rechargeable battery inside was most likely caused by strong mechanical stress. There have been no reports of patient injury from contact with leaking electrolyte. This is a final report.